Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer at (B)(6), u.s. Reported that the patient imaging table of their brilliance 16 air CT scanner is moving further than it is supposed to. When the patient was placed on table top, the technologist noticed the table top was out of position. The scan never started as there were patient positioning issues, thus there was no rescan or reinjection associated with this event. The customer contacted philips and was instructed by the remote service engineer (rse) to move the table top with the button instead of by hand. The rse determined the issue could likely be resolved by moving the table subframe back into position and tightening the service latch. A field service engineer (fse) was then dispatched to the site to evaluate the system. The table top had moved further than it was supposed to, but not the table base itself. The technologist noticed the table top was free floating and would not allow the patient to be positioned correctly. The fse verified the problem, that the service latch had come detached. The latch was not torqued down tight enough and had dropped out of place. The fse reconnected the horizontal couch service latch so that it was properly engaged. No parts were replaced, as there were no defective parts. The system is now fully operational an was returned to clinical use. On (B)(4) 2014 planned maintenance had been performed on the system. The service lock is only released during preventive (planned) maintenance (pm) or service visits in order to move the couch to access the gantry. Preventive maintenance is performed in accordance with the brilliance CT planned maintenance manual. This issue was submitted to engineering for further evaluation. When a failure of the latch occurs, the couch upper subframe is allowed to move, taking with it the carbon top and potentially any patient on the carbon top at the time of failure. There is no motor or drive for this, as the movement of the sub frame is designed to be manual by service. This latch is not intended to be disconnected during clinical use. The couch movement is achieved by motors in the subframe, which is latched in place relative to the base, and which drives the patient support (table) during clinical use for scanning and patient loading/unloading. If the subframe is not latched to the base, the couch becomes free floating at the subframe interface, rather than the carbon top. This free floating motion is similar to the motion that the trained user would notice when the tape-switch is used in emergency extractions. The users perform regular quality assurance (qa) testing, including image quality (10) tests, as part of scanner maintenance. During the qa testing, the user contacts the couch during manual loading/unloading of the system phantom during which the trained user would notice the free floating (i.e., disengaged) state of the couch. If the service latch is not engaged, and the user does not detect the free floating of the couch, there could be couch position errors introduced during clinical scans or oa checks that may not be reported by the system as an error to the operator. However, such couch position errors can introduce 10 test failures during qa checks and incorrect positioning during clinical scans which may be detectable by the operator. Therefore, it is expected that a trained operator would not proceed to a clinical scan if qa check failed. Additionally, it is also expected that any incorrect positioning which could occur during clinical scans would not cause injury to the patient. The inadvertent motion of the sub-frame may cause a potential operator/technician entrapment and pinch point near the couch to gantry interface on the gantry bore side of the couch. The location of the hazard is not in an area where the user would normally be for patient loading/unloading or for operating the system controls from the gantry panel. Furthermore, the patient is not expected to have their arms in the vicinity of the same pinch point area during a clinical scan. Therefore, it is highly unlikely that either the operator or the patient will suffer injury from entrapment or the pinch point gap that results from the displacement between the tabletop and the sub-frame when the service latch is not engaged. The product safety committee binder (psc) includes information related the correction and removal documents for this issue including field safety notification (fsn 72800614) that was sent to the field on 01-apr-2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents .this customer confirmed receipt of fsn 72800614 on 15-apr-2014. The probable cause of the service latch being loose is that it was not sufficiently tightened by the fse following a preventive maintenance. The fse reconnected the service latch to resolve the issue.(B)(4). Thirty day report of MDR mailed on june 09, 2014.

Event description:
The customer reported that when positioning a patient for a CT clinical procedure, the table top was in free float and would not allowed the patient to be positioned correctly. The table top was able to be moved further than it is supposed to and the procedure was halted. The customer placed a service call to philips. The philips field service engineer (fse) determined the service latch on the patient support table top was not torqued down tight enough and the latch dropped out of place. The fse confirmed that there was no report of harm to the patient, operator, or bystander due to this malfunction. The fse re-secured the service latch so that is was properly engaged.